Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: vena cava filter was deployed infrarenal for bilateral lower extremity swelling and venous stasis disease and due to risk factors for postoperative deep venous thrombosis and pulmonary embolus. Approximately two years four months post filter deployment, CT chest revealed bilateral lower lobe pulmonary embolism. Left lower extremity venous ultrasound revealed extensive left lower extremity deep vein thrombosis. Ten days later, CT abdomen/pelvis revealed some thrombus extending through the filter to the level of the renal veins. Five years five months post filter deployment, abdomen scan revealed filter projected over the l3 vertebral body. Vena cava filter retrieval was successfully performed three days later. Inferior venacavogram revealed some of the left struts of the filter to be outside the wall of the cava or within chronic occlusion. No visualized thrombus in or below the filter. Extensive retroperitoneal collateral veins, consistent with a physiologically significant stenosis of the inferior vena cava. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe and thrombus above the filter; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs and the patient has ivc stenosis. The patient experienced pulmonary embolism causing the patient to suffer two tias. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: vena cava filter was deployed infrarenal for bilateral lower extremity swelling and venous stasis disease and due to risk factors for postoperative deep venous thrombosis and pulmonary embolus. Approximately two years four months post filter deployment, CT chest revealed bilateral lower lobe pulmonary embolism. Left lower extremity venous ultrasound revealed extensive left lower extremity deep vein thrombosis. Ten days later, CT abdomen/pelvis revealed some thrombus extending through the filter to the level of the renal veins. Five years five months post filter deployment, abdomen scan revealed filter projected over the l3 vertebral body. Vena cava filter retrieval was successfully performed three days later. Inferior venacavogram revealed some of the left struts of the filter to be outside the wall of the cava or within chronic occlusion. No visualized thrombus in or below the filter. Extensive retroperitoneal collateral veins, consistent with a physiologically significant stenosis of the inferior vena cava. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately two years and four months post deployment, CT chest revealed bilateral lower lobe pulmonary embolism. Additionally, CT revealed some thrombus extending through the filter to the level of the renal veins. Approximately five years five months post deployment, inferior venacavagram revealed some of the left struts of the filter to be outside the wall of the cava or within chronic occlusion. Therefore, based on the provided medical records, the investigation is inconclusive for perforation of the ivc as it is unclear whether the left strut is perforating the ivc wall. Additionally, it can be confirmed that the patient experienced pe and thrombus above the filter; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs and the patient has ivc stenosis. The patient experienced pulmonary embolism causing the patient to suffer two tias. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. Vena cava filter was deployed infrarenal for bilateral lower extremity swelling and venous stasis disease and due to risk factors for postoperative deep venous thrombosis and pulmonary embolus. Approximately two years four months post filter deployment, CT chest revealed bilateral lower lobe pulmonary embolism. Left lower extremity venous ultrasound revealed extensive left lower extremity deep vein thrombosis. Ten days later, CT abdomen/pelvis revealed some thrombus extending through the filter to the level of the renal veins. Five years five months post filter deployment, abdomen scan revealed filter projected over the l3 vertebral body. Vena cava filter retrieval was successfully performed three days later. Inferior venacavogram revealed some of the left struts of the filter to be outside the wall of the cava or within chronic occlusion. No visualized thrombus in or below the filter. Extensive retroperitoneal collateral veins, consistent with a physiologically significant stenosis of the inferior vena cava. The device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately two years and four months post deployment, CT chest revealed bilateral lower lobe pulmonary embolism. Additionally, CT revealed some thrombus extending through the filter to the level of the renal veins. Approximately five years five months post deployment, inferior venacavagram revealed some of the left struts of the filter to be outside the wall of the cava or within chronic occlusion. Therefore, based on the provided medical records, the investigation is inconclusive for perforation of the ivc as it is unclear whether the left strut is perforating the ivc wall. Additionally, it can be confirmed that the patient experienced pe and thrombus above the filter; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs and the patient has ivc stenosis. The patient experienced pulmonary embolism causing the patient to suffer two tias. The device was removed percutaneously. The current status of the patient is unknown.